Event description:
The reporter called and alledged discrepant results for different patients when compared to a lab. The reported device result was 5.6 and 5.4 inr. The corresponding reported lab result was 3.3 and 4.1 inr. The results are from two patients.

Event description:
The rptr called and alleged discrepant results for different pts when compared to a lab. The reported device result was 5.6 and 5.4 inr. The corresponding reported lab result was 3.3 and 4.1 inr. The results are from two pts.